Manufacturer narrative:
Additional product code: kwq device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that multiple instruments have malfunctions. The gauge was broken off (has separated from the device) on two (2) depth gauges. The tip was broken off (was missing from the device) on a stardrive screwdriver shaft t8. The tip was stripped on a stardrive screwdriver shaft. The tip was stripped on another stardrive screwdriver shaft t8. Lastly, the tip was broken off of a reamer irrigation aspirator (ria) drive shaft. There was no known procedure involvement. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part number: 314.467; synthes lot number: 6399685; supplier lot number: n/a; release to warehouse date: august 06, 2010; expiration date: n/a; manufactured by synthes monument. No nonconformance records (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: device evaluation: investigation flow: broken . Visual inspection: the screwdriver was received with an oblique break through the distal stardrive tip. The broken distal portion was not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. It was determined that the received condition does agree with the complaint description. Document/specification review: the device drawings reflecting the current and manufactured revision were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection: inspection of distal stardrive feature could not be conducted due to the post manufacturing deformation. Device history record review with material review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The raw material (lot 5050043) for the screwdriver (lot 6399685) was confirmed, through the certificate of compliance during the customer quality (cq) investigation, to be correct per the specification with no non-conformance noted. No definitive root cause was able to be determined as the circumstances surrounding the event and over the device 7.5+ year lifespan are unknown however the failure mode is typically associated with the application of excessive force during screw insertion/removal. Conclusion: the complaint condition is confirmed as the screwdriver is broken as reported. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.